Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
A unexpected tubing set was returned. There appeared to be a separation at the intake port of the second smartsite. There is no further information available.

Event description:
A unexpected tubing set was returned. There appeared to be a separation at the intake port of the second smartsite. There is no further information available.

Manufacturer narrative:
The customer's report that the tubing set disconnected at the y-site was confirmed. The set was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation from the outlet of the second smartsite port (directly below the lower fitment). No other issue was observed. Examination under magnification of the separated tubing end observed insufficient solvent traces. When aligning the separated tubing end's depth with the open smartsite end, a gap was observed indicating that the tubing was not fully inserted. Dimensional analysis of the tubing's outer diameter observed it was within specification. Further handling/tug of the rest of the set's tubing engagements observed no separation. The root cause was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The device history record for model 2426-0500 lot 19123096 shows the set was manufactured on 14dec2019 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set.